Event description:
Olympus was informed that during an esophageal dilation procedure, one of the nurses felt a shock and a burning sensation on the tip of her finger while holding the scope. A visible white circle was observed on the finger tip of the nurse. The scope was further tested by the biomed and three other nurses and they were all unable to touch the tip with gloves and without gloves due to the burning sensation that was felt. It was also noted that the tip would become hot within 5-20 seconds of turning on the light source device. No pt injury was reported. Add'l info received noted that upon further testing by an ess, showed that when the distal end of the scope was covered, while wearing a dark nitrile glove, the larger of two light guide's lenses became painfully hot almost instantly but when wearing a light colored glove, the lenses still became hot but the time-frame was longer.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not duplicate the user's report of heating at the distal tip of the gastroscope. However, it was found that the distal end cover was cracked at the channel opening, causing the insulation to fail. Deep scratches on the distal end cover were noted as well. The damage on the distal end cover were due to mechanical overload. The biopsy channel was examined with a baroscope and no signs of damages were found inside. The device was serviced and returned to the user facility.